Event description:
Voluntary medwatch form received via cdrh which states, "abbott extension set #3903, burst under pressure of 0.3 during x-ray power injector procedure. Extension set replaced and it happened again." Upon further query with the customer, the following info was rec'd. The customer states that typically the power injector settings for CT scans are 300 psi and at a rate of 1-2cc/sec flow/duration. The exact settings are dependent on the pt's vein size and catheter size. The typical volume of contrast to be infused is 100ml's. It was unknown to the reporter how far into the injection the tubing "burst" occurred. It was also unknown to the reporter exactly where on the tubing set the "burst" occurred. The pts did not experience blood loss. There was no report of adverse pt effect. Add'l pt info was requested, but no further info was rec'd.